Event description:
I woke up in the morning with extremely red, watery eyes and pain when exposed to light. I went to the eye dr that morning and was told I have an eye infection and that I am not to wear contacts for at least 48 hrs. The problem has persisted, and although the redness and discharge has subsided to a point, the pain continues. I assumed that it was a problem with my contact lenses until the article regarding fusarium keratitis was sent to me by a co-worker. I didn't think much about it, since I do not use this brand of solution. Then I remembered that on april 9th, I used my roommates contact solution as I was out of my own. After I realized this I checked his solution, and sure enough, it is renu with moistureloc.